Event description:
Pt diagnosed previously with uterine leiomyoma and brought into operating room on (B)(6) 2012, for laparoscopic total hysterectomy with right salpingo-oophorectomy. During the case, the ob/gyn noticed that a piece of the harmonic ace shears had become dislodged from the handpiece. The piece was retrieved, the handpiece removed from service, and the surgery continued. Pt discharged after 23 hours observation.